Event description:
It was reported that during a stenting treatment procedure, a deployment issue and stent damage occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous left anterior descending artery. The physician used 1.25mm and 1.5mm burrs for rotablator ablation, then a non-bsc intravascular ultrasound (ivus) imaging catheter in the target lesion. Then the physician predilated the mid lad with a 2.5x20mm non-bsc balloon catheter and the proximal lad with a 2.5x10mm flextome cutting balloon catheter. A 2.50x20mm promus element stent was implanted in the proximal lad, then post-ivus was preformed with the same non-bsc imaging catheter and it was noted that the implanted 2.50x20mm promus element stent was not fully dilated. A 2.75x20mm non-bsc balloon catheter was used for postdilation before readvancing the same non-bsc ivus imaging catheter. The implanted stent was confirmed to be fully expanded, however, upon withdrawal of the imaging catheter, the imaging catheter became stuck on the implanted stent causing it to become elongated. The procedure was completed with this device. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).